Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomed reportedly performed a checkout of the unit and found it to function within manufacturer's specifications. The logs were forwarded to ge healthcare for analysis. Based on the log review, ge healthcare recommended replacement of the flow sensors.

Event description:
The hospital reported that, during a case, pressure control volume guaranteed mode was not working as expected. There was no reported patient injury.